Manufacturer narrative:
(B)(4). Age at the time of event: (B)(6). Unknown ¿ unknown cup ¿ unknown; unknown ¿ unknown head ¿ unknown; unknown ¿ unknown liner ¿ unknown. Complaint sample was evaluated and the reported event was confirmed by x-ray review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced pain approximately 1 month post primary right total hip arthroplasty. Radiographs revealed avulsion fracture to the tip of greater trochanter. Patient was treated conservatively. Attempts have been made and additional information on the reported event is unavailable at this time.